Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Method: since the device remains implanted, the programmer files were reviewed. Results: the files showed the device could not be interrogated because some parameters involved in the telemetry process were altered. The root cause of the changes in ram could not be identified, but most probably happened due to a transient software error. Conclusion: normal behavior was restored through a complete device re-initialization. Conclusion: while implanted, the device could not be interrogated because some parameters involved in the telemetry process were altered. Normal behavior was restored through a complete device reinitialization. The root cause of changes in ram could not be identified with certainty, but the most probable hypothesis would be transient software error ("single event upset" or "bit-flip") due to transfer of energy from a charge particle. This is a known, rare, and non-destructive phenomenon in microelectronic circuits.

Event description:
During a f/u interrogation, the device could not be interrogated; a warning message about the loss of telemetry appeared. Normal magnet response was seen and the programmer head lights were lit. The device was re-initialized successfully and remains implanted.